Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The customer¿s complaint was verified when reviewing the pumps alarm history. The alarm history recorded multiple instances of syringe not in place error. The customer¿s complaint was found to be a faulty plunger pcb. The plunger pcb was replaced to resolve the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device does not recognizing plunger. There was no patient involvement.